Manufacturer narrative:
Prior to the event, the ise system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse completed a preventive maintenance (pm), rebuilt the ratio pump and replaced the o-rings. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems on multiple samples. The results were reported out of the lab. The specimens were re-tested on a different instrument and lower results were obtained. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.